Event description:
Legal papers allege that the screw could not be removed from the patient's foot and continues to cause the patient severe and chronic pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.